Manufacturer narrative:
It was originally reported that the issue was resolved by the customer after replacing the flow sensors. Subsequently, the ge healthcare service representative was called to their site to look at the unit and fix the leak. The ge healthcare service representative replaced the drain valve to resolve the issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot the reported complaint with ge healthcare technical support.. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak preventing mechanical ventilation. The case was continued in manual ventilation mode. There was no report of patient injury.